Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. PMA/510(k) number: k931994/k931995.

Event description:
It was reported the ceramic tip of the sheath was damaged. The issue occurred during a therapeutic prostate plasma electrocautery. The procedure was completed with the same set of device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 3 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's reportable malfunction was confirmed. Based on the results of the investigation and the information provided, it was presumed that the event occurred due to thermally and mechanically induced damage. It was not possible to determine whether the damage or wear to the insulating insert, or whether the damage was triggered during the last preparation cleaned, disinfected, sterilized (cds) of the instrument or during the last procedure. However, the definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.